Event description:
It was reported that a patient was due to report for a change of cassette for ongoing 96 hour chemo. The patient called the doctor earlier in the morning to report an issue. The patient noticed a slight leakage of the product from the tubing. The doctor asked the patient to come as soon as possible. On arrival, a leakage at the filter was observed where a very small hole was already present. A continuous beading drop occurred. With the doctor's approval, the pump was stopped even though there were still four hours and 20 minutes of administration left because of the hygiene risk and the risk of dermatological toxicity. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.